Event description:
As reported by the user facility (translation of user facility info by (B)(4) sales organization in (B)(4)): device inaccuracy. The pump was off but continued administering phenylephrine. Then, the device was programmed for administering different doses but continued with the same infusion rate. The immediate action that was taken: infusion interruption, the valves were closed and the pump was withdrawn from the emergency unit. This problem produced a hypertensive crisis in the pt. Pt info: woman, (B)(6). Diagnostic: right internal carotid stenosis.

Manufacturer narrative:
Exemption number (B)(4). (B)(4) is submitting this report as the device importer on behalf of b. Braun (B)(4) (the MFR). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The device is currently on shipment from (B)(6) to (B)(4) for investigation. A f/u report will be provided after the inspection results are available.